Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reporting possible right side capsular contracture (unknown baker grade). Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, wear abrasion and deformation device. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reporting possible right side capsular contracture (unknown baker grade). Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, red biological tissue, red particles on the shell, and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. Device has been explanted.

Event description:
Physician reporting possible right side capsular contracture (unknown baker grade). Device has been explanted.